Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as caregiver used non-sterilized gloves. The event was manifested with cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal solvetan (1g bolus for 20 days; frequency not reported) and intraperitoneal ciproxin (400mg for 20 days; frequency not reported) for peritonitis. Physioneal and extraneal therapy remained ongoing. Five days after the event onset, the patient was discharged from the hospital. Antibiotic treatment continues at the patient¿s home. At the time of this report, the patient has recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.